Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient called with a loss of external power/ low voltage alarms while on the mobile power unit. The patient presented to the clinic for evaluation. The alarms reoccurred when connected to the power module in the clinic. They were able to reproduce alarms with manipulation of connection between the system controller and patient cables. No issue was noted with mpu. Patient has a locking power cord on the mpu and the power cord did not become disconnected. It was not believed that there was any issue with mpu. The patient¿s controller was exchanged in clinic with no harm to patient. Log files were sent for review. The event log captured low voltage hazard/no external power events (B)(6) 2024 at 2310-2311 while using the mpu. It appeared that there was a total loss of power to the mpu. The rsoc values for the power leads dropped to 7v, meaning that power was lost in both leads and presents like a loss of power. The patient had switched to battery power and alarms resolved. Also noted were additional low voltage advisory/hazard events on (B)(6) 2024 at 2341-2343 and again 2349-2350. These occurred on battery power with odd/minimal voltages noted on both power leads. No other unusual events were noted in the remainder of the log file.

Manufacturer narrative:
B5: additional information. D9: date returned to manufacturer, updated. Manufacturer's investigation conclusion: the reported event of the system controller (serial number: hsc-113574) atypically alarming when connected to the mobile power unit (mpu) or power module was confirmed via investigation of the returned product. The system controller returned for analysis, and during preliminary testing, when the controller was connected to the power module and the power cables were manipulated, the controller and power module began to sound an audible alarm without an alarm actually activating. The resistance of the underlying wires was measured, and elevated resistances were found in several of the wires on both power cables, indicating wire fatigue. The controller¿s power cables were replaced with test cables. After this replacement, the alarm resolved, and the controller was found to be able to support a mock circulatory loop without issue or alarm for an extended period of time. The controller¿s original power cables were opened, and the yellow wire within the white power cable was found to be fractured along with damage to several other wires approximately 9 inches from the controller-side bend relief. The yellow wire is responsible for echoing an alarm to the mpu or power module from the system controller, and damage to this wire would cause the observed alarm. Data from the reported event dates of 29aug2014 ¿ 30aug2024 was reviewed in the log files. At 23:41 on (B)(6) 2024, intermittent atypical power cable disconnect and low voltage alarms activated due to the relative state of charge (rsoc) voltages fluctuating around the alarm voltage thresholds. These alarms did not reactivate after clearing at 23:57 on (B)(6) 2024. The loss of external power and the atypical low voltage and power cable disconnect alarms did not prevent the controller from supporting the system as intended. The root cause of the reported atypical low voltage alarms and atypical alarming when connected to the mpu was determined to be due to the damaged white power cable, but the root cause of the power cable¿s damage was unable to be determined. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was noted that the patient denied any environmental circumstances that would have affected ac power at the time of the event. The mpu had operated as intended since the alarm. The controller exchange reportedly resolved the alarm.